Event description:
During an acli repair the passing pin broke off in the pt's femur. The surgeon was unable to remove the broken piece from the pt. A backup device was available to complete the repair. A delay of thirty mins resulted from the breakage.